Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient experienced a ventricular tachycardia (vt) and ventricular fibrillation (vf) event. However, the morphology of the arrhythmia was very fine, which resulted in device under-sensing and inappropriate pacing. The patient was hospitalized. The physician received reprogramming recommendations from boston scientific technical services and the device vt and vf sensitivity detections were adjusted to resolve the event. At this time, the device remains implanted. No additional adverse patient consequences were reported due to this event, however the patient remains hospitalized with covid-19 and is pending a heart transplant due to preexisting conditions.